Event description:
Profound and permanent neurological injuries [nervous sys disorder], neuropathy [neuropathy peripheral], severe and permanent physical injuries [injury], excess zinc [hyperzincaemia], copper depletion [copper deficiency]. Case description: an attorney reported that their client, a female (B)(6), used fixodent denture adhesive, version unk cream as her denture adhesive of choice, receiving dentures (B)(6), and reported the following: diagnosed with neuropathy, profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc and copper depletion. She has and will continue to receive unspecified medical care and treatment. Health care professionals have been visited. The case outcome was not recovered/not resolved. The consumer discontinued use of the product. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.